Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the software had been updated to cranial app 1.2 during the last system checkout.

Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided not the time of the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that they could not register a patient after several attempts. It was noted that the navigation was aborted. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. After investigation the scan looked fine and per protocol. There was no registration saved but the 3d model was rendered well therefore perfectly acceptable for registration. After speaking with the surgeon it was determined that they were taking too many points while registering thinking that would improve accuracy. The correct process was explained. If information is provided in the future, a supplemental report will be issued.